Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. Hospitalization was not reported. Treatment was not reported. Patient outcome and action taken with pd therapy was not reported. It was not reported whether retraining on proper aseptic technique was performed. No additional information is available as the reporter and healthcare professional declined to provide additional information.